Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was on holiday, the device malfunctioned twice in 20 minutes. The device remains in use. No patient complications have been reported as a result of this event.